Manufacturer narrative:
MDR 3003442380-2024-00737 - device 7 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that ten infusion sets fell off during use which have been occurring since (B)(6) 2024. The infusion set was in use for one to three days. No further information available.